Event description:
During a laparoscopic right adrenalectomy, the ted12 balloon ruptured. The assistant tested the balloon in vivo and when drawing it back into the introducer cannula may have torn the balloon. Once in vitro the balloon was introduced and did not maintain insufflation. A second device was opened and used without testing to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.